Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the used product said to be involved was not provided to cook for evaluation. However, three (3) sealed devices from the lot number said to involved were returned. The labels on the sealed devices match the products returned. The returned sealed devices were evaluated in our internal testing lab (etl). A functional test was conducted on each of the three sealed devices. This test measures the force to close and deploy each device. The clip jaws must close and the clip must deploy when a specified pound force (lbf) is applied to the handle. Both devices 1 and 2 failed to meet this requirement, having forces to close and deploy greater than the specified lbf. Device 3 was difficult to open, but closed and deployed with a force within the specified lbf. Based on the performance of devices 1 and 2, the report is confirmed. A close visual examination of devices 1 and 2 did not show any defects or anomalies that could have contributed to the device failures. All three devices were returned to the approved supplier for further evaluation. The supplier provided the following information: three devices were returned in the original sealed packaging. The device used for the procedure was not returned. Devices from the same lot were tested for "would not deploy.¿ the returned devices were not from the reported event. They were from the same lot number of the reported event. There were two independent evaluations performed on the three (3) returned devices. The second evaluation was performed by the supplier. Deployment force could not be verified since the returned devices were delivered with the clips deployed. Device #3 met the deployment force requirement, therefore it was not evaluated. The clip device was assessed for attributes that could cause a deployment force greater than the lbf requirement. These include device design specifications with the clip jaws, catheter attachments, clip hook, drive wire, and other internal components of the device. Both device 1 and device 2 were assessed for the attributes above and were found to meet all of the respective specification requirements. Therefore, no root cause can be determined. The device history records were reviewed and determined to be manufactured in august 2017. The manufacturing records and final quality control checklist indicated relevant defects. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the used product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Three (3) sealed devices from the same lot number as the device involved were returned for evaluation. Two (2) of the three (3) devices failed to meet the required force to close and deploy; however, the supplier was not able to determine a root cause. The instructions for use include the following precaution: "if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur." The instructions for use also state: "to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the used product said to be involved was not provided to cook for evaluation. However, three (3) sealed devices from the lot number said to involved were returned. The labels on the sealed devices match the products returned. The returned sealed devices were evaluated in our internal testing lab (etl). A functional test was conducted on each of the three sealed devices. This test measures the force to close and deploy each device. The clip jaws must close and the clip must deploy when a specified pound force (lbf) is applied to the handle. Both devices 1 and 2 failed to meet this requirement, having forces to close and deploy greater than the specified lbf. Device 3 was difficult to open, but closed and deployed with a force within the specified lbf. Based on the performance of devices 1 and 2, the report is confirmed. A close visual examination of devices 1 and 2 did not show any defects or anomalies that could have contributed to the device failures. All three devices will be returned to the approved supplier for further evaluation. A follow up report will be generated once the supplier's evaluation has been completed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional information has been received a follow-up emdr report will be provided.

Event description:
During a colonoscopy, the physician chose a cook instinct endoscopic hemoclip. They passed the device down the endoscope. They held it appropriately at the red neck. They opened the clip and closed it on the polypectomy site. The placement was good. They went to deploy and the clip would not release. They shook the catheter and straightened it but the clip would still not release. They ripped the clip off of the post-polypectomy site. This caused some trauma to the tissue. They placed two (2) more clips to complete the procedure. One clip was placed prior to problem. Three clips were placed altogether when they only intended to place two (an additional clip was used to treat trauma caused by the clip that would not release).